Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that during a meniscal repair, the surgeon was using a truespan 12 degree implant. He deployed the 1st backstop with no trouble, but when he repositioned the gun & went to deploy the 2nd backstop, he noticed that the white sleeve of the stem had snapped (approx. 3cm from the needle tip) & was unable to deploy the 2nd implant. The surgeon removed the gun & 1st implant & replaced with a truespan 0 degree implant without issue. Surgeon states he did not attempt to bend the stem, nor did he put any additional force on the stem. No ae to the patient. No delay in the surgery. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by dfa. Depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch. A follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. It was observed that the plastic sleeve of the device was heavily deformed. Also, the needle had been snapped in 2 pieces at the distal end however the broken piece was still attached to the plastic sleeve via the silicone sleeve on the inside. It is possible that when the surgeon pivoted the needle, stress was put on it and it snapped. However, given the information provided we cannot discern a definitive root cause for the reported failure. A non-conformance search was conducted to investigate any defects during production identified that may contribute to the complaint condition. No non-conformance was identified for this part-lot number combination. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
Additional information received from affiliate on 07november2018: it was noted the white sleeve did not break off into the patient. Additional information received from affiliate on 25november2018: it was reported the device was not broken into two or more pieces. The patient¿s bone quality was noted to be normal. The surgeon was not off axis. The same bone hole was used to complete the procedure. The implant was removed; no debris was left in the patient. The surgeon fully depressed the trigger until hearing a click. The tip of the needle was still in the scope view. The surgeon penetrated the meniscus all the way to the depth stop. The surgeon did use a probe. The implants were removed with an arthroscopic grabber.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4).